Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that visual analysis found the distal conductor distorted due to over-rotation, explant damage. No conductor fractured or insulation breached in-vivo was observed on proximal portion returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 694765 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead experienced a lead malfunction. Follow-up information provided further details of oversensing cross-talk and potential lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.